Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), genital haemorrhage ('gen. Abnorm bleed'), rheumatoid arthritis ('rheumatoid arthritis') and impaired gastric emptying ('gastroparesis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), impaired gastric emptying (seriousness criterion medically significant), pelvic pain ("pain: chronic, pelvic"), abdominal pain ("pain: chronic, abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy rash/skin condition"), osteoarthritis ("osteoarthritis"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, rheumatoid arthritis, impaired gastric emptying, dermatitis allergic, osteoarthritis, bladder disorder, urinary tract infection, vaginal discharge, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, nausea and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and metrorrhagia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, impaired gastric emptying, metrorrhagia, nausea, osteoarthritis, pelvic pain, psychological trauma, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient had received treatment for pain: chronic, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, allergy rash/skin condition, breakage, autoimmune rheumatoid arthritis, osteoarthritis, gastroparesis, psych injury, migration, bladder/urinary problems: bladder probs., uti, vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events pain: chronic, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, metrorrhagia (bleeding b/w periods), gen. Abnorm bleed, allergy rash/skin condition, psych injury, autoimmune diagnosed rheumatoid arthritis, osteoarthritis, gastroparesis, bladder/urinary problems: bladder probs., uti, vag. Discharge, fatigue, gi conditions, hair loss, dental probs., nausea and weight gain. Outcome for the events pain: chronic, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, metrorrhagia (bleeding b/w periods) and gen. Abnorm bleed updated to recovered / resolved. Patient dob added. Reporter information, product indication, insertion and removal dates updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), genital haemorrhage ('gen. Abnorm bleed'), rheumatoid arthritis ('rheumatoid arthritis') and impaired gastric emptying ('gastroparesis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), impaired gastric emptying (seriousness criterion medically significant), pelvic pain ("pain: chronic, pelvic"), abdominal pain ("pain: chronic, abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy rash/skin condition"), osteoarthritis ("osteoarthritis"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, rheumatoid arthritis, impaired gastric emptying, dermatitis allergic, osteoarthritis, bladder disorder, urinary tract infection, vaginal discharge, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, nausea and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and metrorrhagia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, impaired gastric emptying, metrorrhagia, nausea, osteoarthritis, pelvic pain, psychological trauma, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient had received treatment for pain: chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, allergy rash/skin condition, breakage, autoimmune rheumatoid arthritis, osteoarthritis, gastroparesis, psych injury, migration, bladder/urinary problems: bladder probs., uti, vag. Discharge diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration / migration of essure device location of device: small fragment in the left adnexum'), genital haemorrhage ('gen. Abnorm bleed'), rheumatoid arthritis ('rheumatoid arthritis') and impaired gastric emptying ('gastrointestinal or digestive system condition type: gastroparisis') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, asthma, bronchitis and pharyngitis. Concurrent conditions included cough, arthritis, asthma, gerd, hernia, numbness, weakness, shoulder pain, sleeping sickness, knee pain, back pain, dizziness, vomiting, abdominal pain, morbid obesity, sexually transmitted disease, diarrhea, hernia, bipolar disorder, ovarian cyst, shortness of breath, uterine bleeding and yeast infection. Concomitant products included amoxicillin, cefixime (flexeril), cetirizine, ciprofloxacin, clonazepam since 2013, cyclobenzaprine, diclofenac since 2013, esomeprazole since 2009, fentanyl, gabapentin, hydrocodone bitartrate;paracetamol (norco) from 2013 to 2019, ibuprofen from 2009 to 2014, lisinopril since 2013, loratadine, metoclopramide hydrochloride (metoclopramide hcl) since 2014, nsaids, ondansetron, pregabalin (lyrica), salbutamol (albuterol hfa) from 2009 to 2016, sumatriptan and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and arthralgia ("hips pain / joint pain"). In 2013, the patient experienced vaginal discharge ("bladder/urinary problems: vag. Discharge") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced impaired gastric emptying (seriousness criterion medically significant), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and panic attack ("psychological or psychiatric problems condition: panic attacks"). In 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), osteoarthritis ("osteoarthritis"), tooth disorder ("dental problems"), rash papular ("rashes or skin conditions type: red itchy bumps") and hypertension ("blood or heart disorder/condition type: hypertension"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. In (B)(6) 2019, the patient experienced peripheral ischaemia ("other injury(ies) or complication (s) please describe: ischemic finger"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: chronic, pelvic"), abdominal pain ("pain: chronic, abdominal"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy rash/skin condition"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract infection ("bladder/urinary problems: uti"), psychological trauma ("psych injury") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and to remove essure device). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, rheumatoid arthritis, impaired gastric emptying, dermatitis allergic, osteoarthritis, bladder disorder, urinary tract infection, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, nausea, weight increased, menorrhagia, female sexual dysfunction, anxiety, panic attack, rash papular, migraine, hypertension and peripheral ischaemia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal discharge, vaginal haemorrhage and arthralgia had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypertension, impaired gastric emptying, menorrhagia, metrorrhagia, migraine, nausea, osteoarthritis, panic attack, pelvic pain, peripheral ischaemia, psychological trauma, rash papular, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for pain: chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, allergy rash/skin condition, breakage, autoimmune rheumatoid arthritis, osteoarthritis, gastroparesis, psych injury, migration, bladder/urinary problems: bladder probs, uti, vag. Discharge discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2013. Current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.773 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: hypertension, migraine, anxiety, panic attacks, nausea, dysmenorrhea, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety & panic attacks, rashes or skin conditions type: red itchy bumps, migraines / headaches, blood or heart disorder/condition type: hypertension, other injury(ies) or complication (s) please describe: ischemic finger, hips pain / joint pain. Outcome of event vaginal discharge were updated. Reporter information, aka name, concomitant drug, medical history, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.